Event description:
It was reported that the customer was hospitalized at the time of the event because of her low blood glucose level of 19 mg/dl. She also reported that the reason she had a low blood glucose level was because the fill cannula setting was too high. The customer was walked through the proper steps of changing her fill cannula setting from 5.0 to 0.5 units. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).